Event description:
The customer reported the device would not run on ac power. The product support engineer advised the customer the power supply may be faulty. Further attempts to gain more information from the customer have yielded no response. The customer reported the device was in use on a patient however no patient harm.

Manufacturer narrative:
Customer advised to replace the power supply. Attempts to gain repair information from customer yielded no response. Out of warranty; customer declined repair.